Manufacturer narrative:
The pod was received not deployed with the needle cap and adhesive liner attached. Inspection of the data determined that an 0x5c alarm with high pulse widths and drive stall occurred before the end of second prime. No issues were found that would result in a needle mechanism failure as the device was deactivated before the end of second prime. The drive mechanism components were inspected under magnification for damage and deformities. No abnormalities were observed. The top battery voltage measured lower than anticipated. It could not be determined if the low battery voltage contributed to the generation of the 0x5c alarm.

Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle deployed early. The pod was not worn.